Event description:
It was reported that upon interrogation, the device was not implanted due to irregular ventricular noise observed while still in the box. The device will be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of noise was confirmed in the laboratory after a high voltage charge. The noise was consistent with leakage of the hv output switches. The device was tested using automated test equipment and met all test specifications.